Event description:
The customer reported via phone call that the serter did not release the sensor after the second button press and the needle hub was stuck in the serter. The insulin pump alarmed weak signal and lost sensor. The insulin pump went into threshold suspend when his blood glucose level was not low. Customer's blood glucose level was 420 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.